Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device had a blank screen and failed to power on. The device's power management board was replaced to address the issue. The component was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power management board failing to power the device on was due to a cracked ferrite.